Event description:
It was reported that a patient's implantable neurostimulator (ins) had "powered off". This occurred in (B)(6) of 2012. It was stated that an environmental assessment was performed at the patient's home and at that time the cause was "assumed to be magnets on a refrigerator".

Manufacturer narrative:
(B)(4).